Event description:
Healthcare professional reported "there was an asymmetry", "complaints of discomfort", "the chest was like a stone", "from time to time, it inflated and became hot, a week and she seemed to be blown away", "implant rupture" and capsular contracture, baker grade IV. This record is for the left side. Device was explanted and replaced with a non-abbvie device. Device will not be returned. Patient was prescribed nsaids and pancef.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: visibility/palpability: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The reported events of inflammation and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, visibility/palpability, inflammation and capsular contracture, baker grade IV.